Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a fungal infection in the abdomen. The patient was hospitalized for the event and treated with intraperitoneal urokinase (dose, frequency and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.